Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided, patient was a child.

Event description:
Receiving discrepancy - filter leak, patient was a child. Although requested, no further information has been received.